Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a successful implant, this device delivered an ineffective 65 joule shock during defibrillation testing. Impedance measurements during shock delivery were greater than 400 ohms and after, the newly implanted device was no longer able to be interrogated. A lead failure was observed and both products were replaced. The newly implanted device was removed and the associated electrode surgically abandoned. No resulting adverse patient effects were reported. The device is expected to be returned for a post-market analysis. Subsequent information received from a clinical study form, reports this lead exhibited insulation damage. No further information was received.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a successful implant, this device delivered an ineffective 65 joule shock during defibrillation testing. Impedance measurements during shock delivery were greater than 400 ohms and after, the newly implanted device was no longer able to be interrogated. A lead failure was observed and both products were replaced. The newly implanted device was removed and the associated electrode surgically abandoned. No resulting adverse patient effects were reported. The device is expected to be returned for a post-market analysis.